Event description:
Customer called to report that the synchron cx5ce clinical analyzer generated falsely high sodium and chloride results. Customer stated that the results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer stated that all ion selective electrode (ise) quality controls were within range. Customer also stated that line tubing #19 at the ise reference peri-pump seemed "cloudy." The field service engineer (fse) inspected the instrument and found that the sodium reference electrode was not clean. The fse cleaned the electrode and the flowcell, and then replaced the ratio pump and performed preventive maintenance. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Multiple attempts were made to obtain more information; however, customer did not provide patient data or any other information, and it is unknown how many samples were affected. Customer confirmed that no one was harmed by the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).